Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was confirmed. It was determined that the device did not have a voltage due to a short circuit. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 7 for the same event. It was reported from (B)(6) that during cleaning of the device the small battery drive devices had no voltage on the batteries and the devices were deformed (probably by heat). It was reported that there were no delays to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.